Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient (pt) reported that for the past year they have been having sporadic problems with their neurostimulator (ins) battery recharging slowly (pt later said it began around 6 months ago). Pt stated it can take about an hour and half to go from 40% up to fully charged where before it only took about 30 minutes to go from like 30% to 100%. Pt mentioned having a rtm replaced in the past. Pt described seeing 'try again or recharge' displayed on the controller (ptm) saying they kept hitting the recharge button but it would never show them it was recharging correctly even though it was green (patient services (pss) understood pt was referring to seeing the batteries [49] screen). Pt said they recharge their ins during their 30 minute commute to work in the mornings.  Pt remarked it took 45 minutes to get ins to recharge today because of issues. Pt claimed the ptm displays 'device can not be found' even though the ptm is charged up to 97-98% and the ins was a least 50%. At one point it sounded as if the pt was referencing prm with highest number 98; pss explained this number is related to recharge quality (communication/connection) and will not always be 100 (because pt said I t is never 100). Pt described trying to access the ptm home screen to see battery levels and therapy programs but try again/recharge kept displaying. Pss explained this could be occurring if the ptm battery pack was getting critically low while recharging ins (pt claimed this was not the case because the ptm was fullycharged when issue occurred). Pt stated while recharging today they could not see if quality was good or excellent and when they unplugged the recharging belt (pss understood pt was referring to the recharger antenna (rtm) from the ptm they were unable to utilize (open up) the ptm to turn the ins on/off or up/down (pss had pt exit out of the batteries [49] screen; pt confirmed they were then seeing the ptm home/therapy screen. Pss then had pt press stim on/off button during the call which functioned properly). Pt provided current battery levels: ptm 100% ins 80% (during call ptm decreased to 90%). Pt did not detect any visible damage to rtm antenna, cord or connector plug/pins and also denied antenna getting hot while recharging ins (pt did state the ins battery gets hot when recharging). Pt said they got a system message today mm31 (pss believes pt was referring to system problem [77]-rm03) saying the screen was red and same as error code mentioned in past case. Pss noted the ptm/rtm beeping during call; pt verified the ptm displayed poor recharge quality even though they had not moved but then recharge quality switched to good. Pss reviewed that if recharge is interrupted the recharge screen will display. Pt said they have not really worried about the problem because they would trouble shoot themselves such as resetting the controller by removing the removing the li battery pack (bp) and reinserting it. Pt then said they were getting the controller low [70] battery low- recharge the controller soon message during call. The pt had also stated that they have been hearing the rattling for 2 years.  Pt did not detect any visible damage to rtm / ac power supply plugs/pins. The issue was not resolved. A replacement controller and recharger (rtm) were sent out to the patient.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.